Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the work element broke during the surgery, no parts were dropped or missing. No consequence." Defect was discovered during use on a patient. The device that was used was re-sterilized/reprocessed prior to the alleged event. Type of procedure performed is unknown. No reported patient injury.